Event description:
Additional information was received from the healthcare provider stated that the reservoir still had 1 cc of medicine when hcp interrogated the pump. The pump was interrogated and the medicine for the pump was ordered. Patient had been given oxycodone/acet 10/325 mg by mouth every day for acute pain until the hcp can get their pump medicine. Patient stated they have not been taking the oxycodone the hcp gave them continually. The event was resolved when patient went for their appointment on (B)(6) 2021. The pump was filled and patient still had oral medicine. The hcp asked the patient why no reply. Hcp said to the patient to take the pill if in pain. Patient was very anxious and nervous and the spouse was pacing. The husband has a way of interfering with the process. The husband tell the patient what to say or do. Pump filled on (B)(6) 2021 and never call again. The pump was filled the following week and everything was fine. The patient ptm was interrogated over the phone, the hcp called medtronic and they said the ptm device was working without any difficulties. Appointment rescheduled for next refill. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
The h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider stated that the reservoir still had 1 cc of medicine when hcp interrogated the pump. The pump was interrogated and the medicine for the pump was ordered. Patient had been given oxycodone/acet 10/325 mg by mouth every day for acute pain until the hcp can get their pump medicine. Patient stated they have not been taking the oxycodone the hcp gave them continually. The event was resolved when patient went for their appointment on (B)(6) 2021. The pump was filled and patient still had oral medicine. The hcp asked the patient why no reply. Hcp said to the patient to take the pill if in pain. Patient was very anxious and nervous. Pump filled on (B)(6) 2021 and never call again. The pump was filled the following week and everything was fine. The patient ptm was interrogated over the phone, the hcp called medtronic and they said the ptm device was working without any difficulties.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (1 mg/ml at 0.2862 mg/day), and hydromorphone (2 mg/ml at 0.5724mg. All bolus 0.6709 mg/day) via an implantable pump for spinal pain. It was reported that hcp stated the patient was supposed to have had the pump refilled the end of (B)(6) 2021 and what occurred now was the empty reservoir alarm. Hcp initially was told the ptm was not working but it indeed was working as intended and showed the empty reservoir alarm which of course would not allow a pa bolus. With the empty reservoir alarm the updated event date was (B)(6) 2021. Hcp stated the patient was taking po pain meds to help with her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.